Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Further device information has been requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-00328. It was reported that 24 hours after the patients implant procedure the patient was unconscious and unresponsive resulting in hospitalization. CT scans determined the patient had a blood clot in the brain at the lead site. Patient is currently undergoing cognitive and motor rehabilitation.